Manufacturer narrative:
Vyaire medical file identification: (B)(4). Field service representative was on site to repair the unit. Unit was in for fio2 alarms. The unit run on settings where it was left on. No alarm to pop up. Ran thru fio2 accuracy process and found that it was off. Delivered o2 was less buy 4-10 percentage points and the avea readings were high. Gde was replaced and preformed ovp to manufacture spec. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea has high fio2 issue. When set to 21% the actual delivered is 25.5%. At this time there was no information of patient involvement reported from this event.